Event description:
Discordant advia centaur results for progesterone (prge) and total human chorionic gonadotropin (thcg) were obtained on one patient sample. The results were reported to the physician who questioned the results. A new sample was drawn and the laboratory tested the sample which resulted in a discordant thcg result. The laboratory repeated the testing and those results were reported. There are no known reports of adverse health consequences or patient intervention due to the discordant prge and thcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument. After evaluating the data and the instrument, the fse determined that the cause of the discordant prge and thcg results was due to a lodged cuvette. The instrument was repaired and is performing within specification. No further evaluation of the device is required.